Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and replacement hard paddles part number info. F/u with the biomed confirmed that the customer received replacement paddles and placed them to service. The removed paddles were not returned to physio-control for further analysis.

Event description:
It was reported that the external hard paddles were cracked below the discharge button and the device gave the "disarm" message while charging defibrillation energy. There was no pt use associated with the event.